Event description:
It was reported that pump experienced malfunction with code 16 while no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance to reset pump. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.